Manufacturer narrative:
This is the same event as 3010536692-2016-00561.

Event description:
Allegedly, patient suffering from mom complications right. Additional information received 04/08/2016: allegedly the patient was revised due to the following mom complications: metallosis, clearish brown fluid present, cyst- (right).